Event description:
Initial date of this event was (B)(6) 2012; smith & nephew was first made aware of this event on 06/06/2012. Patient was being treated for a surgical wound; notes indicate abscess involvement with carpal tunnel issue on wrist. Mother was at home and called her son stating that she was bleeding. He arrived and noted excessive blood coming from the wound; patient was admitted to the hospital as a result.

Manufacturer narrative:
Device has not been returned by the customer for evaluation. Investigation currently in process, and investigation results will be submitted in a supplement report.

Manufacturer narrative:
Initial date of this event was (B)(6) 2012; smith & nephew was first made aware of this event on (B)(6) 2012. Patient was being treated for a surgical wound; notes indicate abscess involvement with carpal tunnel issue on wrist. Mother was at home and called her son stating that she was bleeding. He arrived and noted excessive blood coming from the wound; patient was admitted to the hospital as a result. Although the device referenced in the initial report is a smith & nephew device, the serial number was not provided, and the actual device was not returned for evaluation. Smith & nephew made several attempts to obtain additional information from the hospital, and to have the device returned for evaluation. However, no additional information was ever provided, and the device was not returned to smith & nephew for evaluation. Given the unknown serial number, neither the device DHR nor service reports can be researched, and the unavailability of device makes the investigation effort inconclusive for device malfunction. No further investigation or corrective actions will be conducted at this time. Should the device be returned to smith & nephew for evaluation, or additional details made available we will reopen the investigation as applicable.